Event description:
It was reported that the patient presented to the hospital remotely on (B)(6) 2023 for a follow-up. Upon examination of the implantable cardioverter defibrillator (ICD), it was noted that the patient had episodes of rapid atrial fibrillation which was detected as ventricular fibrillation. This resulted in multiple inappropriate shocks from the ICD which induced the patient into ventricular tachycardia. The device was not reprogrammed. There were no adverse consequences to the patient.